Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced repeated downstream occlusion errors. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported repeated downstream occlusion error which was not reproduced during evaluation. Downstream occlusion were verified through a review of the event history log and found to be caused for allegation as an out of specification force sensor which can induce false detection of downstream occlusions. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.